Manufacturer narrative:
The technician found the sleep deck was loose at the head section and shifted, causing the head section to bind and not move. The technician replaced the sleep deck to repair the bed.

Event description:
Information received indicates the head of the bed cannot be raised.